Event description:
It was reported that the customer was admitted in the intensive care unit for three weeks. The mother stated that the blood glucose meter was not transferring the blood glucose values onto the insulin pump. The caller did not want to perform further testing as she does not have time, and additional information was not provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.